Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, customer reverted to manual injections for insulin therapy. It was reported that the customer experienced a blood glucose (bg) level of 50 mg/dl; cause was an over bolus for a meal. Bg was addressed via consumption of carbohydrates.